Event description:
When fluids were injected into the proximal (red) port there was a leak somewhere. Possibly, the leak is inside of the blue catheter tubing. Sample evaluated. Unable to determine if leak site was subcutaneous or external, but leak is on blue tubing near 45 cm marking. Because if may have occurred while inside pt, changing to MDR reportable malfunction.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and appears to be use related. The product returned for evaluation was a 5fr d/l groshong nxt PICC. Minimal amounts of residual material were seen within the crevices of the devices. A longitudinal c-shaped split was seen I the catheter tubing. The split was located near the 52cm depth marking, with the center of the split being approximately 20.8" from the distal end of the catheter. The overall length of the split was approx 0.1" long. Microscopic examination (20-60x) of the split edges revealed a dull veneer and a finely granular texture. A spraying leak was observed emanating from the split in the tubing when the red lumen was flushed. The lumen distal of the split site was occluded. The characteristics of the damage on the catheter are indicative of a burst due to over-pressurization. Over-pressurization can occur if the catheter is flushed with a syringe smaller than the recommended size or if the catheter is flushed against an occlusion. The IFU states, "infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 cc!" The IFU also states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." A lhr review is not possible, as no mfg lot number has been provided by the complainant.